Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in an inappropriate shock. Attempts to reproduce noise with isometrics were unsuccessful. All other lead measurements were reported to be normal and stable. Boston scientific technical services reviewed the stored electrocardiograms noted that noise appears to be consistent with lead fracture and recommended a chest x-ray. Results of the x-ray are unknown. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. As of today the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.